Manufacturer narrative:
Device evaluation was performed 09/04/2020. Brace is in good condition and functional. Per the condition, functionality and manufacturing form the brace is built within specifications. No issues were found.

Event description:
It was reported that the " was wearing her defiance brace while playing softball. As she was running towards third base, her leg locked back at full extension causing her to fall on another girl. The patient re-injured her acl."